Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to sleep with the pump battery at 5% and the pump shut off overnight. The customer blood glucose (bg) level was reported to be high however no specific value was provided. The customer charged the pump, loaded a new cartridge and resumed insulin to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge pump more frequently.